Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with a pacemaker came in to the clinic due to complaints of light headedness and syncope. There were three rhythm iq events in arrhythmia logbook noted and one of the events occurred in the clinic. Further, a significant increase in the right ventricular (rv) lead pacing lead impedance was observed from 668 ohms to 1,451 ohms. The field representative (fr) tried doing a lead test; however, patient was symptomatic and pocket manipulation could not be done due to sore pocket site. However, an x-ray was performed, but results were unremarkable. Boston scientific technical services (ts) reviewed the rhythm iq events and noted that there was no ventricular capture with pacing when the patient had heart block. Ts indicated that patient appeared to be asystolic for 5 seconds. The fr had programmed off rhythm iq and increased ventricular output to 6.0 volts at 1.0 milliseconds. The system remains in service. No adverse patient effects were reported.